Manufacturer narrative:
Nuvasive reference (B)(4). Revision surgery was performed on (B)(6) 2014 to remove and replace the affected screws and reattach the right implant rod. The explanted parts were not returned for evaluation. The patient is reportedly doing well post-revision with no permanent impairment or injury. The explanted devices were not returned for evaluation so the root cause of the event has not been determined. Radiographs confirm the reported event, but it is unclear in the lock screw loosening precipitated the screw fracture. It is also unk if the patient's medical history affected compliance with the surgeon's post-operative care instructions. Similarly, it is unk if the patient sustained an impact that contributed to screw fracture and rod dislodgement. Should the explanted products be returned, investigation will resume and any relevant information will be reported.

Event description:
A posterior cervical stabilization surgery was performed on (B)(6) 2013. A follow-up radiograph in (B)(6) 2014 showed that the left 3.5x20mm multi-axial screw in the c2 vertebral body had fractured. In addition, the right c2 screw's locking cap separated from the screw, allowing the superior end of the right implant rod to dislodge. The sequence of the bilateral implant failure is unk at this time.